Event description:
During the surgical procedure to implant the pt¿s (B)(6) scs system, it was reported the pt experienced a hypotension episode. The pt was transferred to ICU and the procedure was aborted. Follow-up on this matter found that a subsequent surgical procedure was undertaken on (B)(6) 2012 to implant the pt¿s scs system. The case was successfully completed, and effective therapy was captured for the pt.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.